Manufacturer narrative:
H.6. Investigation summary: a 120-112xsfvk product was not available for investigation; however the customer confirmed that the complaint sample was from lot 13020840. The customer indicates that an occlusion was observed at the filter during manual priming. No further information or photographs of the affected product were available. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 13020840 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 120-112xsfvk set in the past 12 months.

Event description:
It was reported that the unspecified bd infusion set was staying full of fluid. The following information was provided by the initial reporter: it was stated that faulty giving set when trying to prime it may manually. The air filter part was staying full of the fluid.

Event description:
It was reported that the unspecified bd infusion set was staying full of fluid. The following information was provided by the initial reporter: it was stated that faulty giving set when trying to prime it may manually. The air filter part was staying full of the fluid.

Manufacturer narrative:
Medical device lot #: lot was reported; however, this is not a lot # 13020840 manufactured for the reported catalog #. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).